Event description:
Event description guidant received information that upon interrogation of the implantable cardioverter defibrillator (ICD) 16 months post implant, a fault message appeared which stated the device mode had changed. In addition device history did not contain a number of stored indicator values. The device was explanted. A new ICD was successfully implanted.